Manufacturer narrative:
A specific root cause could not be determined. A general issue with the cyclosporine reagent was not suspected based on the provided qc data. Investigation of the event determined the most likely cause was a handling issue, such as foam or air bubbles on the reagent surface, or an issue with the collection or condition of the patient sample .

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high cyclosporine results for one patient sample. The initial result was >2000 ng/ml. The customer repeated same sample with a 1:3 dilution and the result was >6000 ng/ml. The customer reported the results outside the laboratory and discussed the results with a physician. The physician then collected a new specimen from the patient and the result was 242.2 ng/ml. There was no allegation of an adverse event. The reagent lot number was 15079900. The expiration date was requested but was not provided. There were no alarms or error flags with the questionable results.